Event description:
Physician was doing a kissing stent iliac case. Gained access in the femoral arteries. Inserted 7fr sheaths, then inserted the first icast 8 x 38 x 120 on patient's right side. Physician stated he could not see the markers. He brought icast back towards sheath, then stated stent came off the balloon. Upon further review, the rosen wire went through catheter and was parallel to stent. As physician tried to withdraw wire to get back into place, the stent was then pulled down to guiding sheath to try and withdraw entire icast system. The icast stent became dislodged and would not come out of sheath. Sheath and catheter were removed. Icast stent remained in femoral artery. Physician decided to continue with 2 additional icast kissing stents. Deployed correctly and iliacs looked great. Due to patient's angio, patient has good flow down leg from leg from femoral artery where icast was left. Physician stated he would remove icast next morning with surgery.

Manufacturer narrative:
Device returned and currently undergoing engineering evaluation. Complaints have been reviewed and there have been no other complaints of this type for this particular lot. A follow-up MDR will be submitted upon completion of the evaluation.